Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of device memory confirmed the shock lead impedance measurements were between 70 and 110 ohms while implanted. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits; additional shock impedance measurements were taken and all were in range. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported variable shock impedance measurements.

Event description:
Boston scientific received information that during a device replacement procedure, shock impedance measurements were reviewed. It was observed that for the past few months, the shock impedance measurements had been higher than expected and variable, with values of 70-110 ohms in the triad configuration. The shock impedance was tested in other configurations and the values were still high and variable. When the lead was connected to the new device, the shock impedance measurements were stable, at 60 ohms. The rv lead was thoroughly tested on the pacing system analyzer (psa) with normal measurements observed. Therefore, the lead remains in service with the new device. A boston scientific technical services consultant discussed that the newer model devices use an increased amplitude of the pulse width to obtain more consistent and reliable measurements and was less susceptible to noise. No adverse patient effects were reported due to this impedance observation.